Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. This report for a damage set was confirmed in the lab. The assignable cause was patient intentional mis-use. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a damaged cassette which occurred on the homechoice (hc) during set up. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the damaged cassette. The rn stated that the caregiver (cg) found the damaged cassette during set up. The cassette was never used. The rn stated that the home patient (hp) had come into the clinic on (B)(6) 2011 where he was tested for peritonitis. The rn confirmed that there were holes in the patient line. The rn stated that one of the holes were a v-line shaped hole. The rn has the wrapping and will return with the sample. The rn stated she did not see any damaged to wrapper.